Manufacturer narrative:
(B) (4). The reported pt effect of death is listed in the instructions for use (IFU) for both rx/otw vision and rx/otw mini vision and is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Boris t. Ivandic, md; et al (clinical chemistry 2009; 55:6, 1171-1176). "Dual antiplatelet drug resistance is a risk factor for cardiovascular events after percutaneous coronary intervention".

Event description:
Device issue: none. Adverse event: death. Time of adverse event: after the procedure. The following event was noted through a periodic article review. The aim of this study was to determine the relationship of dual antiplatelet drug resistance to cardiovascular events following percutaneous coronary intervention (pci) during the time period from (B) (6)2006 to (B) (6)2006 using a total of 141 bare metal (88 were vision stents by abbott vascular) and 122 drug eluting stents (non-abbott.) There was a median number of 1.4 stents implanted per pt. Four of the 182 pts studied experienced a cardiac death after the pci within a medial follow-up period of 419 days from the index procedure. The article does not directly correlate the pt deaths to a specific device/brand/manufacturer.